Event description:
Intra op, glenoid fracture, fixed with suture anchors-panalok, surgical fracture.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.